Event description:
Patient on crrt, nurse called other staff to the room related to a sudden high transmembrane pressure (tmp) after "self-test failure(4)" alarm on the crrt prismaflex machine. Staff and nurse were able to reset the effluent pressure pod and the machine subsequently passed self-test and tmp came back down within range. After seeing this, we reviewed the crrt machine data card from the past several treatments and found that this same alarm contributed to the crrt filter coming down prematurely 3 times, as well as it occurred 3 other times where it was able to be cleared. Since the only potential harm to a patient with this alarm is that a filter will need to be taken down early, we let the machine continue therapy after we cleared the alarm, and gave instructions to the nurse to pull the machine at the next filter change and deliver machine to biomed. Biomed tech did appropriate testing of the machine and found no issues with the effluent pressure pod. Discussion with the adult crrt program found that they have had this same problem occur on different machines, leading me to speculate this is a software issue. I am already in contact with the manufacturer to resolve this issue.